Event description:
The customer reported to baxter an issue of unable to open the minicap pouch. The customer stated that the paper got detached from the foil. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the sample was not returned for evaluation. This complaint was not confirmed. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition uring the manufacture of the lot.